Event description:
It was reported by the patient that the pump of this implantable penile prosthesis was adhering to his scrotal wall. The patient asked if this was normal device function and noted that he believed the pump was placed too far forward. A patient services consultant referred him to his physician noting a surgical procedure was scheduled for approximately one month in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported adhesions cannot be established. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number and number were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, adhesion is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported by the patient that the pump of this implantable penile prosthesis was adhering to his scrotal wall. The patient asked if this was normal device function and noted that he believed the pump was placed too far forward. A patient services consultant referred him to his physician noting a surgical procedure was scheduled for approximately one month in the future. No additional adverse patient effects were reported.